Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer's blood glucose was 336 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.